Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), the impedance trend on the rv pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained tachycardia and rv lead impedance variation in last 60 days. Since implant, rv pacing impedance has been varying; up to 760 ohms and down to 399 ohms. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 55; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, short interval counts (sic), and variable and high impedance which triggered a lead integrity alert (lia). Reprogramming was performed initially and the sic kept increasing. A possible header issue was suspected on the implantable cardioverter defibrillator (ICD). The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), the impedance trend on the rv pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained tachycardia and rv lead impedance variation in last 60 days. Since implant, rv pacing impedance has been varying; up to 760 ohms and down to 399 ohms. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 55; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing.